Event description:
It was reported that the customer experienced a recurring error with their continuous glucose monitor, specifically cgm error 42, which had occurred three or more times on the same pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as it was under warranty, and instructed the customer to use multiple daily injections as a backup therapy. The customer was given instructions on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days.